Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water tube, cylinder, plastic distal end cover and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that a foreign substance was attached / clogged to the air water (aw) channel, the sub-water supply channel, and the air water (aw) cylinder, and the foreign matter was confirmed to be a whitish foreign body, but no foreign matter could be identified beyond that. Additionally, it was confirmed that there was a foreign object attached to the c cover, but the foreign object could not be identified. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.